Event description:
It was reported that after a factory reset of the ilet and during the device learning period, the user experienced hyperglycemia with a reported blood glucose of 209 mg/dl and later 204 mg/dl while pairing a dexcom g7 continuous glucose monitor (cgm); readings began populating shortly after pairing and education and troubleshooting were provided. Symptoms included hyperglycemia. Outcomes included no medical interventions, no alerts or alarms, and no hospitalization. Investigation included technical support review, user education on pairing and operation, and confirmation of cgm data flow to the ilet. Investigation of this case revealed that the device functioned as designed once the cgm was successfully paired and that the elevated glucose was consistent with the learning period post-reset. It was concluded that hyperglycemia occurred with cause unclear and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.